Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient didn't have stimulation, couldn't recharge their device, and were in a lot of pain. The pain was located in their lower abdomen, groin/pelvic area, and the left side of their body. The patient was at work and didn't have their equipment with them therefore troubleshooting couldn't be performed. No further complications reported.